Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of 350 mg/dl. Customer treated with a bolus. Customer was hospitalized for diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. The customer stated that 4 out of 7 of his insets were not working. The insulin pump was not returned for analysis.